Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is non-union of the si joint. Part number, lot number, manufacturing date, expiration date and gtin number: 1st (superior): ifuse implant, p/n 7040-90, lot# i0753, mfd. 07/27/13, exp. 2018-07-27, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7050-90, lot# i0504, mfd. 03/21/13, exp. 2018-03-21, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7045-90, lot# i0501, mfd. 04/16/13, exp. 2018-04-16, (B)(4).

Event description:
The patient had left si joint arthrodesis in (B)(6) 2013 where three implants were installed. The patient later reported with undescribed complaints of lower back pain. The surgeon determined non-union of the si joint. In (B)(6) 2021, the surgeon performed a revision procedure where he removed all three initial implants using chisels as they were solidly fixed in bone. The surgeon did not indicate that any of the implants were loose or malpositioned. The surgeon then added different hardware to the si joint. The status of the patient following the revision procedure is not known.